Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of no image displayed. In addition, the following technical defects were noted: error 226, the inside of the device had dust and corrosion on the chassis of the light-emitting diode (led) unit and the device had an old software version. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to failure of the access point (ap) board. The cause of the faulty ap board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed an intermittent image (including so severe noise or flicker that the endoscopic image is not visible) and error code e226. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device will be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.